Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test due to the main printed circuit board assembly being out of electrical specification. Analysis also found the lower case, battery release, bail covers, ring cover, battery release o-ring, and battery drawer are contaminated. Battery contacts are compressed, upper case is broken, the ring is bent, and the keyboard is scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.